Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported there was a catheter problem. It was noted that the catheter had a micro-tear. It was reported that the patient had several injections in the abdomen to prevent blood clots. It was noted that the healthcare professional (hcp) giving the injections knew about the pump but was unknown if the hcp knew about the catheter. It was reported that the patient did not realize what the hcp was doing until about the time the hcp jerked back and the patient thinks the hcp may have hit the catheter with the injection needle. It was noted that 24 hours following the injection, the patient began to have occasional pains that the patient had not had before. It was reported that the pain was between the pump and naval.